Event description:
It was reported that during the implant procedure, the helix of the right ventricular [rv] lead was extended prior to implant in the patient. However, later in the procedure, the helix would not extend after multiple attempts (two sets of 25 turns). The physician requested and implanted a different rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analysis found that the turns it took to extend/retract the helix exceeded specifications. The tip electrode had a white substance on it, the white substance was in the sleeve head and helix and it appeared like crystallized steroid. The helix/lobe was canted.